Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the competitor lead was connected to the device, sensing was far lower than measured with the analyzer and pacing did not occur as expected. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.